Event description:
Spinning spiros closed male luer with red cap, disconnected from syringe. Manufacturer response for spinning spiros closed male luer w/red cap, (brand not provided) (per site reporter). Reported to ICU medical.